Event description:
Additional information received reported the patient had gone in and programming settings were reviewed, no settings were changed. A battery replacement was performed. Cause was not determined, the battery was nearing end of life (eol) and was replaced, shocking sensation resolved.

Event description:
A healthcare professional from a clinical study for epilepsy reported an electric shock sensation near the site of the implanted battery in chest area. On the morning on (B)(6) 2016 the patient had been in bed and had felt several sharp, static-electricity-like shocks near the device site. The patient had felt two more single shocks in separate incidents; one was when the patient poked at the device as they questioned whether it had shifted in position which the patient had agreed to not repeat that. The patient had an ongoing history of a lump on the chest located above the device implantation site. A few weeks prior to (B)(6) 2016 the patient had an ultrasound scan and described the results as a benign fatty tumor/growth. The growth was located near extension but not on it. The healthcare professional was reluctant to remove it due to concern about the extension. No diagnostics were done, no actions were taken and no hospitalizations were related to the event. The outcome was resolved without sequelae. Etiology was neurostimulator.

Event description:
Additional information received reported etiology was related to programming/stimulation. There was an undesirable change in stimulation, specifically the patient felt shocks near the device in the chest area (as previously reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.